Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2009. During the procedure, the blade was spinning but the tissue was not advancing up the trocar. The surgeon was having great difficulty in cutting the tissue. The surgeon increased the speed to maximum and it made very little difference. The blade appeared not to cut the tissue. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 06/05/2009. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.